Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the customer had issues with the infusion site and insulin absorption. Customer had high blood glucose levels.